Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were experiencing high blood glucose level. Blood glucose level at the time of the incident was 430 mg/dl. Customer experienced symptoms such as nausea, vomiting. Customer was treated with insulin pump. Customer stated insulin pump had software error detected alarm. Customer stated they were able to clear alarm and finish process. Customer was performed displacement verification test, self test and it was passed. It was unknown that customer was using auto mode or not. Troubleshooting was performed. The insulin pump will not be returned for analysis.